Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4) ¿ the dentist reported that 17 days after dental implant was installed in intraoral region 12#, its non-osseointegration was observed. 32ncm of primary stability was achieved, the patient presented poor bone quality/quantity (bone type IV), fenestration occurred during surgery, bone graft was executed and immediate load and immediate implant procedures were performed and biomechanical overload has occurred. The dentist also reported that the implant was immediately installed in an alv